Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed for ¿pre-mature detachment¿. However the report of ¿non-detach¿ could not be confirmed. As received, the implant coil was found damaged, and detached from the pushwire. The instant detacher was not returned for evaluation as it was discarded. The tack weld replacement crimps were observed to be broken; however, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire found bent at several locations. Due to the multiple bends in the pushwire, the pushwire was intentionally broken distal to the most distal bend in the pushwire, and the release wire was pulled out from the broken location for evaluation of the coin. As the instant detacher was not returned, and the axium prime coil was returned with the implant coil already detached; the cause for the ¿non-detachment¿ could not be determined. The customer reported that only one attempt was made to detach the implant coil with the instant detacher. The axium prime coil instructions for use (IFU) instructs the customer to make 3 attempts at detachment with the instant detacher. Although the customer reported that they attempted to detach the axium prime implant coil with the manual method of detachment, no breaks were found on the axium prime pushwire, and the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). It is possible that the implant coil detached due to the coin pulling back from the lumen stop. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during the coiling treatment of left anterior cerebral artery medium aneurysm with medium neck, this coil would not be detached with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that physician tried to detach the coil only one time with instant detacher. The physician decided to remove the coil and coil detached inside the microcatheter. The coil was removed from the patient with the microcatheter. The physician used different manufacture coils and procedure completed. There was not any injury to the patient. The patient is in good condition.